Event description:
The graft was implanted for a fem-fem (femoral-femoral) procedure and after the patient was reversed with protamine, the graft was still leaking at one end only of the graft. About 3 cm in length. The rest of the graft was ok. Dr. Did the preclotting of the graft with the usual way e.g. With patient non heparinized blood. They tried to stop the bleeding with gelfoam, surgical but nothing worked. It took about 45 minutes before the bleeding stopped. The patient received about 2 units of blood. The act was close to normal. The patient is still recovering.